Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the motor was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure the motor device was "overheating". There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement, however, there were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.